Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed, the reported event. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: DHR review: review of material number 152307001, lot#: j6304z revealed, no previous nc¿s. Review of the mes audit trail for lot#: j6304z did not reveal, any deviations to the process. Screw material number 152300001, lot number#: j6001m has no previous ncs.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review: review of material number 152307001, lot j6304z revealed no previous nc¿s. Review of the mes audit trail for lot j6304z did not reveal any deviations to the process. Screw material number 152300001, lot number j6001m has no previous ncs. Nc¿s. See attachments for details.

Manufacturer narrative:
H7 and h9: recall information provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that incorrect screws for the 5mm tibial augment were placed in the packaging of 2 size 7/8 5mm implants. Both of these augment packages shared the same lot number (j6304z). The screws in the set were for a 10mm augment. They were clearly too long. In order to resolve the issue, screws inside of the size 5/6 5mm tibial augments were opened. Both 7/8 packages had the wrong screws in them. There was a surgical delay of 5 minutes.